Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens and fluid ingression visible on the pump. The customer stated problem was not duplicated. The device was able to turn power on upon power up. It also, did not shut off automatically and drains quickly using battery at 50% during test run overnight. Therefore, no fault found with the issue. Due to fluid ingression found visible on the pump, microprocessor board was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation

Event description:
It was reported that a smiths medical pump's battery reach 50% the pump shut off automatically and drains quickly. No adverse patient effects were reported.